Event description:
It was reported the patient is clinically sensitive to catheter height, and she was referred to neurosurgeon as her catheter was found to have slid up two vertebral levels higher than implant level (all confirmed on x-ray ¿ ¿before and after shots¿). Upon opening the patient it was found that the catheter was able to slip through the anchor, which had not moved, with relative ease. Catheter height was an issue for the patient as it meant the difference between being able to walk and being wheelchair bound. The catheter was removed due to dislodgement/migration and it was a related cause of the event. The surgeon used the accessory kit to reanchor at another point plus used the collet with a strain-relief loop for the catheter to add an extra securing point after he had pulled the catheter back to the l2/l3 disc interspace. The original anchor which is supposed to provide a compression hold simply did not secure the catheter - which was able to slide through the anchor up and back quite easily. The catheter was replaced on (B)(6) 2013. At the original implant the surgeon had taken great care during anchoring as her clinical sensitivity is a well-known phenomenon. The patient will take a few months of rehabilitation to be able to walk again. It was noted there was patient injury. The patient status was recovered (not fully). The pump was delivering lioresal and morphine. It was later reported the patient's clinical sensitivity to the catheter height was due to a neurological deficit. Its anecdotal only by her managing physician. The patient has a condition known as primary transverse myelitis and the doctor has said is that when the catheter is too high (even only one or two levels higher than normal) she has respiratory symptoms only and remains spastic in her lower limbs and stays wheelchair bound, correct catheter height means she no longer requires wheelchair, can walk and has no respiratory symptoms.

Event description:
Additional information reported the transverse myelitis is a pre-existing condition for the patient. The anchor was not available f or return to the manufacturer.

Manufacturer narrative:
Product ID 8780, lot# 0205777018, implanted: 2013-(B)(6), product type catheter. (B)(4).